Manufacturer narrative:
Section e1: reporter address line 1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an embolism in their right hemisphere resulting in a stroke and left sided hemiplegia. The patient was on warfarin and aspirin at the time. The patient was treated with heparin. The patient also had sustained ventricular arrhythmia requiring defibrillation or cardioversion treated with pharmacotherapy.

Manufacturer narrative:
This event was determined to be supplemental and investigation findings will be submitted under MFR # 2916596-2025-07121. No further information was provided. The manufacturer is closing the file on this event.